Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states on/off switch will not work. The caller states the chair will turn on, but not turn back off.